Manufacturer narrative:
H6: a medtronic representative went to the site to test the equipment. Testing revealed that the battery and the uninterruptible power supply (ups) needed to be replaced. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the umbilical cord was disconnected, the camera cart turned black. Troubleshooting information was received. The power button was off when it was unplugged. The camera cart battery was listed at 0% when plugged in, and when unplugged from the wall, the camera cart turned off. There was no patient involvement.

Manufacturer narrative:
H2) correction. The analysis for the battery, product ID: 9735771, lot #: 2052 and the analysis for the uninterruptable power supply (ups), product ID: 9735788, lot #: 20320097 was previously submitted under regulatory report #: 1723170-2025-02875. However, the analysis for the battery and ups belongs to this product event. H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735788, serial/lot #: (B)(6), and product ID: 9735771, serial/lot #: (B)(6):- h2-3) the 9735771 battery was returned to the manufacturer for evaluation. Battery was tested ( v ) with a known good uninterruptable power supply (ups) for a 24hr period. Ups was then unplugged from main power and it did shut down immediately. Battery was not holding enough of a charge to power the ups. Codes: b01, c02, d02 h2-3) the 9735788 uninterruptable power supply (ups) was returned to the manufacturer for evaluation. Ups was tested with a known good battery for a 24hr period and tested with no issues. Ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Codes: b01, c19, d14 h2) please see section d9 for when the devices were available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.